Event description:
It was reported via (B)(4): the event: (B)(6) 2007 right total hip replacement utilizing stryker accolade system with a 5.5 press-fit feumr with a +0 neck and 36mm cobalt chromium head and a 58mm press-fit ha-coated acetabulum with a 10-degree posterior lip liner insert. The problem: about (B)(6) 2009, I contacted the orthopedic surgeon, (B)(6), regarding transplanted area pain. He denied that the stryker hip he implanted was the cause of my pain because it had not been recalled. On (B)(6) 2009, orthopedic surgeon, (B)(6), ordered a bone scan "pain relative to the right hip". Nothing showed relative to failure of the hip transplant. On or about (B)(6) 2012, my primary physician who is also my cardiologist, dr (B)(6), spoke with dr (B)(6), about my painful hip ... As I sat there. Again, dr (B)(6) denied any problems with the stryker he put in me. I requested a specific blood test for cobalt and chrome and dr (B)(6) ordered my blood drawn for the purpose of finding or not finding cobalt or chrome in my body.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an lip liner insert. The patient also reported: unknown 36mm cobalt chromium head; unknown 58mm press-fit ha coated acetabulum; unknown 5.5 press-fit femur system; unknown accolade hip; unknown cemented neck. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in the supplemental report. Device remains implanted.